Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5054316, model/catalog description: linear st lead kit 70 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not feeling the stimulation. It was mentioned that the patient had lead migration. The patient underwent a lead revision procedure. There was no device malfunction suspected. The patient was doing well post operatively.